Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file; however, the yellow wrench alarm was not confirmed while testing. A review of the submitted log file spanned approximately 3 days ((B)(6) 2021 per time stamp). On (B)(6) 2021 at 21:40, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~1.8v. This was due to a loss of ac power. The no external power coincided with power cable disconnect and low voltage alarms. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. During the evaluation of the returned mpu, serial (B)(6) , there was no physical issues with the unit. The mpu was run on a mock loop with a test controller and the issue could not be reproduced. The unit was run several days without issue. A full functional test was performed and the unit passed all tests. The unit was returned to the customer site. A root cause for the reported events cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Heartmate 3 patient handbook section ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a persistent alarm on the mobile power unit (mpu). The log file captured a series of no external power events on (B)(6) 2021. This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. It was recommended for the patient to go to the clinic to assess the mpu. The patient was safely supported on batteries and the issue did not occur when connected to the mpu. The patient brought the mpu in the clinic and the alarm was replicated when the mpu was lugged into ac power. It was attempted to unplug the mpu and change batteries and plug the mpu back in, but the alarms did not resolve. The patient was issued a replacement mpu and sent home. The healthcare professional assessed the mpu and tried replacing the batteries again and tried using a different ac power cord. Yellow wrench alarms were still persistently noted with a continuous tone when the mpu was plugged into ac power. The following troubleshooting was done to the mpu. The batteries were out of the mpu, it was plugged in and it beeped a continuous beep. The batteries were put in, which were claimed to be new by the patient, plugged in the mpu and the lights went on and then off just leaving the green light (like a typical start-up self-test), but the long continuous beep never stopped. Two different sets of batteries were put in one at a time (unplugged, inserted, plugged in). Got same behavior from the mpu. One set of these came with the new mpu that was given to the patient, they worked fine in the new mpu but did not work on the old one. The machine was turned on after the batteries were inserted and the power cord that was inserted into the mpu was locked in place. The replaced mpu was only being used for about a month with no signs of wear or breakage. The same steps were done to the new mpu and it worked fine with no alarms.